Event description:
It was reported that the patient had alarms on their mobile power unit (mpu) that started and stopped with manipulation of the power cord. The patient needed to take batteries out to stop the alarms and flashing. The patient was advised to remain on battery power and would be given a loaner mpu.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section h8: usage of device corrected. Manufacturer¿s investigation conclusion: the reported event of atypical alarms while connected to the mobile power unit (mpu) was confirmed via analysis of the returned mpu. The returned mpu (serial number: (B)(6)) was evaluated by service depot and product performance engineering alongside known working test heartmate equipment. Visual inspection of the returned mpu revealed a small tear in the mpu patient cable¿s outer jacket. During testing, an auditory alarm was able to be reproduced by manipulating the patient cable near the location of the damage to the outer jacket. Evaluation of the wires revealed that the red (alarm echo) wire was shorting to the shielding. The outer jacket near the damage to the patient cable was then removed, revealing that the insulation on the red wire was damaged, exposing the inner conductors. Inspection of the wires revealed that the exposed conductors could have shorted to the shielding when the cable was flexed; this would result in the reported atypical alarms. The reported event was determined to be due to damage to the alarm echo wire in the mpu patient cable; however, the root cause of the damage could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 27jun2019. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mpu and the patient cable. Heartmate 3 patient handbook section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental finding: the mpu patient cable connector was observed to be loosely fitted. No further information was provided. The manufacturer is closing the file on this event.